Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 792 mg/dl. The customer's current blood glucose is 220 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced vomiting and sick to stomach as a result of high blood glucose value. The customer treated high blood glucose value with intravenous fluids, manual injection, electrolyte replacement and insulin drip. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The insulin pump passed high pressure test. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.